Event description:
The customer reported that the battery failed to stay inserted in the device.

Manufacturer narrative:
(B)(4): the customer reported that the battery failed to stay inserted in the device. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.